Manufacturer narrative:
Additional information was provided in b.5. And h.11. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious reportable malfunction per regulation. No further reports required. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating one of the haptic's was defective noted while opening the package. There was no patient contact.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non health care professional reported that the lens was defective and could not be inserted into the cartridge. No harm was caused to the patient.